Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 27 mg/dl. Patient stated he was low, so ketoacidosis is the state he was in. The patient was confused and disoriented. For treatment, the patient was given orange juice, apple juice, and graham crackers but his blood glucose was not rising fast enough, so he was given intravenous (IV) 25 mg of glucagon. The pod was worn between 4 and 24 hours on the abdomen. The pod fell off and the cannula dislodged after 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.